Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that a patient experienced endophthalmitis in the operated eye that was noted during the post-operative check-up. Additional information has been requested but not yet received.

Manufacturer narrative:
No complaint sample was received for further investigation. Provided picture showing the contract and batch number for the related complaints. A complaint history check was performed. And there are 6 complaints for endophthalmitis in a period of one year. 5 of these complaints are for this contract and lot. Insufficient product or product data. DHR and sterilization batch review did not show any abnormalities. No sample is available. No exact root cause could be identified. Custom paks are manufactured in a controlled environment. Dress code and hygienic procedures are in place in order to prevent the risk of contamination. These procedures are checked on a regular basis by quality assurance (qa) through in process checks. Custom paks are sterilized through eto. The sterilization cycle are checked and released according to validated specifications. Based on the complaint information and the investigation results, we can conclude that the disposition of the product remains unchanged. No root cause could be identified. There is no adverse trend for endophthalmitis. No further actions will be taken at this time. The complaint will be logged for trending. The manufacturer internal reference number is: (B)(4).